Event description:
It was reported by service report that the bed is stuck in high height as well as the footboard and siderail controls do not work due to damage to the foot end cover which cut the sensor coil cable. There was patient involvement; however no adverse consequences are reported.